Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the down arrow keypad button was intermittently responsive. The keypad symbols were worn off. All of the other keypad buttons were responsive and were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the down arrow keypad button was intermittently unresponsive. She stated that she had to press the button with her fingernail in order to obtain a response. The patient stated that she wears the pump in her pocket and does not clean the pump. This complaint is being reported because the button responsiveness issue remained unresolved.